Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the patient has been discharged.

Manufacturer narrative:
H3: product analysis of ped-450-35, lot no: b578747 as found condition: the pipeline flex braid was returned inside a biohazard bag and a shipping box. Visual inspection/damage location details: the braid's distal, middle, and proximal were fully opened with no damage. No other anomalies were observed. Conclusion: based on the returned device, the customer complaint was not confirmed as the distal, middle, and proximal of the braid were fully opened, and there was no damage. The cause of the failure to open could not be determined. The customer reported that vessel tortuosity was moderate., ruling out vessel tortuosity as a potential cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline was not opened properly. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm of the internal carotid artery ophthalmic segment with a max diameter of 18mm and a 9mm neck diameter. The landing zone was 3.7mm distally and 4.6mm proximally. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure showed aneurysm contrast agent retention. It was reported that the middle section of the stent couldn't be opened and the opening had resistance. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was removed from the patient. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). It was unknown if any patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.